Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg would not aspirate during use. The following information was provided by the initial reporter: "consumer reported that the needles will not draw. Consumer does not re-use."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0125322. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg would not aspirate during use. The following information was provided by the initial reporter: "consumer reported that the needles will not draw. Consumer does not re-use."